Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was an alert on this pacemaker system for right ventricular (rv) lead pacing impedance values greater than 2000 ohms, which was high out of range. Shortly after the alert was posted, the patient went to the hospital. When the device was checked and x-rays taken it was found that both the rv and right atrial (ra) leads had become dislodged due to the patient's twiddler's syndrome. A lead revision was performed where the same leads were re-inserted. During implant testing, there was noise and oversensing on the rv channel, so the physician elected to replace the pacemaker with a new one. The physician noted that the rv port may have been contaminated with bodily fluids. No additional adverse patient effects were reported. Currently, the rv and ra leads remain in service with the new pacemaker. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2117. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Boston scientific has assigned an investigation conclusion code of no problem detected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that there was an alert on this pacemaker system for right ventricular (rv) lead pacing impedance values greater than 2000 ohms, which was high out of range. Shortly after the alert was posted, the patient went to the hospital. When the device was checked and x-rays taken it was found that both the rv and right atrial (ra) leads had become dislodged due to the patient's twiddler's syndrome. A lead revision was performed where the same leads were re-inserted. During implant testing, there was noise and oversensing on the rv channel, so the physician elected to replace the pacemaker with a new one. The physician noted that the rv port may have been contaminated with bodily fluids. No additional adverse patient effects were reported. Currently, the rv and ra leads remain in service with the new pacemaker. Later, this product was received by boston scientific and full investigation was conducted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was an alert on this pacemaker system for right ventricular (rv) lead pacing impedance values greater than 2000 ohms, which was high out of range. Shortly after the alert was posted, the patient went to the hospital. When the device was checked and x-rays taken it was found that both the rv and right atrial (ra) leads had become dislodged due to the patient's twiddler's syndrome. A lead revision was performed where the same leads were re-inserted. During implant testing, there was noise and oversensing on the rv channel, so the physician elected to replace the pacemaker with a new one. The physician noted that the rv port may have been contaminated with bodily fluids. No additional adverse patient effects were reported. Currently, the rv and ra leads remain in service with the new pacemaker.